Event description:
A "signal loss" alarm issue was reported while wearing the abbott diabetes care (adc) device and was unable to receive glucose alarms. As a result, the customer reported experiencing unspecified treatment and received unspecified third-party treatment. There were no additional details provided as customer did not troubleshoot further and could not be reached. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log 11/224/227 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The sensor was activated with a known good phone. The libre 3 debug application was used to scan and connect to sensor to receive first 5 ble packets. First 5 isf glucose records were observed within 6 minutes after activation. Issue is not confirmed. An investigation was performed for the reported complaint. The customer reported for signal loss. Attempt to identify the customer's reported configurations and the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of information regarding the app version and the os, restricts the ability to identify potential causes of the customer's reported issue. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "signal loss" alarm issue was reported while wearing the abbott diabetes care (adc) device and was unable to receive glucose alarms. As a result, the customer reported experiencing unspecified treatment and received unspecified third-party treatment. There were no additional details provided as customer did not troubleshoot further and could not be reached. There was no report of death or permanent injury associated with this event.